Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the roller pump power cable. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump stopped and displayed a 'motor error' message. The fsr performed troubleshooting and the pump displayed message changed to 'service pump' and began working. There was no patient involvement.